Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer believed the occlusion alarms were due to the pump being "old". A supply change was performed resolving the most recent occlusion.